Event description:
Needle, sheath, and hub broke off of syringe body when safety shield was pulled over needle -needle was still enclosed in protective sheath-. This has been reported by several staff with this product but this is the first where a lot number could be obtained. Dirty syringe not available due to obvious reasons.